Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0bve1, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported a patient experienced a loss of therapeutic effect. A patient injury was reported. The patient fell in (B)(6) 2013 and hit their head and butt really hard in the snow and since then it hadn¿t been working. The patient had been to the doctors once or twice and they said when she turns it up or down she should feel a poke, but the patient didn¿t think it was working. It was stated that the patient feels the electronic poke but it wasn¿t working because her pads were soaking wet all of the time. The patient used to be able to feel a tingling but she didn¿t feel that at all, she just felt a poke but it wasn¿t helping.